Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open radical cystectomy procedure. The open stapler would not fire. In order to resolve the issue and complete the case, a new device was opened and used. There was no patient harm. The patient outcome is alive, no injury.